Manufacturer narrative:
No explicit reagent or instrument issues could be found. A pre-analytic sample handling issue was determined to be the root cause.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received questionable results for a total of 4 patient samples tested for bilt3 bilirubin total gen.3 (tbil) and crej2 creatinine jaffé gen.2 (creat) on a cobas 6000 c (501) module - c501 between (B)(6) 2017 and (B)(6) 2017. The results for all samples were initially low and repeated higher. Of the four samples, one had an erroneous result for creat. It was asked, but it is not known if the erroneous result was reported outside of the laboratory. The specific date of event was not provided for this complained sample. The sample was tested either on (B)(6) 2017 or (B)(6) 2017. The sample initially resulted as < 0.0 mg/dl and repeated as 1.0 mg/dl. The repeat value was believed to be correct. The patient was not adversely affected. (B)(4). The field service engineer determined that the issue was caused by a failure of the reagent pack. He replaced the reagent pack and replaced the sample probe as a preventive measure. The customer ran calibrations and quality controls; these were within laboratory guidelines. A precision study was performed and recovery was within guidelines.